Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4). Medical device expiration date: unknown.

Event description:
It was reported that 50 bd vacutainer standard yellow holder luer adapters spun out of the holder. The following information was provided by the initial reporter: "holder dislodging from wingset during use. The reusable holder is attached to the wingset prior to use. During use when the tubes are introduced into the holder the holder is dislodging from the wingset."

Event description:
It was reported that 50 bd vacutainer® standard yellow holder luer adapters spun out of the holder. The following information was provided by the initial reporter: "holder dislodging from wingset during use. The reusable holder is attached to the wingset prior to use. During use when the tubes are introduced into the holder the holder is dislodging from the wingset."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 7/17/2020. H.6. Investigation: bd sumter received a bag filled with bd standard yellow holders for review and analysis. 30 of the samples received were subjected to a functional test as well as a visual inspection. Functional testing was performed in order to replicate the customers described failure mode and the indicated failure mode for dislodging with the incident lot was not observed as all product specifications were met. . All 30 of the samples passed the functional test as well as the visual inspection with no defects observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.